Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ratchet was assemble the wrong way. The sliding pin was replaced and the ratchet was assembled correctly and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: canada.

Event description:
It was reported that during surgery the device will turn but it doesn't go and will not grip the carrying device. The patient was under general anesthesia for 25 additional minutes due to the malfunction. An unplanned additional graft was not needed and the device did not damage the taken graft. Another device was utilized to complete the procedure. There was no patient impact/harm. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.